Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre compared to a competitor's brand meter. On (B)(6) 2020, a glucose scan on 270 mg/dl as compared to a blood glucose of 50 mg/dl obtained using a competitor's brand meter while driving. The customer checked a blood glucose with the built-in meter and experienced vision loss, started shaking, and lost consciousness. The customer was treated by the car passenger with butterscotch candy. There was no report of death or permanent injury associated with this event.